Event description:
"Submission of this report by co is pursuant to the provisions of 21 cfr part 813, but not necessarily required thereby. Co expressly denies that any info contained in this report constitutes an admission that device caused or contributed to a death or serious injury or that the device malfunctioned. Pursuant to part 360i (b)(3), this report shall not be admissable into evidence or otherwise used in any civil action." See product eval attachd hereto. Co was notified on 10/15/96 of a death, there after co decided to conduct an investigation. Co's investigation consisted on contacting the dr's office and the nurse on several occasions: based on co's conversations co has learned the following: the implanting surgeon, first saw the pt on 11/17/95. The pt had previously undergone a breast reduction which was performed by another plastic surgeon. The pt visited dr to have an augmentation procedure performed. Co has been informed that the pt had a history of chest infection, however, at the time of the procedure according to dr she appeared to be in good health. Co has been informed that the pt suffered from a neurological disorder called "tourett's syndrome." She was a smoker, and was taking a number of drugs for depression. She also had scoliosis of the spine that caused some breathing difficulties and assymetry of one of her breasts. On 12/20/95, the pt underwent subpectoral implantation with 350 cc saline implants on an outpatient surgery basis at hosp, under general anesthesia. The surgery as uneventful. No blood work was done prior to surgery and no antibiotics of any nature were administered prior to or immediately after the surgery. Following her surgery, the pt canceled her 8-day follow-up appointment with no reason given. The pt made several appointments to see dr on 12/28/95, 1/15/96, 1/29/96, and 2/5/96, the pt canceled all of her appointments with no reason. One of these visits was to have pds stitches (which take 3 months to dissolve) trimmed. Dr called her on 1/9/96 to check on her, everything was fine according to dr. Dr. Called her again on 1/22/96. At that time, the pt said she had some drainage on the right side and prescribed cloxacillin over the phone. Dr never saw the pt after the surgery. According to dr who spoke with the pt's primary care physician, the pt was seen by her primary care physician, on a fairly regualr basis following the surgery. Her primary care physician indicated to dr that her breast looked similar to her breast following her original reduction surgery. The pt suddenly became very sick with flu-like symptoms and died shortly sometime after (mid march 1996). According to dr, the coroner investigating this incident recently informed him that the investigation indicated no relationship between the implant surgery or implants and the pt's subsequent death. Eing a number of drugs